Event description:
This procedure is part of (B)(4). The patient underwent left internal carotid artery stent implantation, and immediately after removal of the spider filter basket, the patient had neuro deficits. CT and neuro consult were obtained. The patient was discharged to a rehab facility.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).